Manufacturer narrative:
(B)(4). The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It has been reported that during an unknown procedure, the generator displayed an error message 'contact your ees representative'. The handpiece was then replaced and the procedure could be completed. No harm to the patient.